Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an in-office bilateral tula procedure, the surgeon faced difficulty to find a proper seal attempting to use two (2) earplugs size 2, 3 and one (1) earplug size 4. Iontophoresis was completed successfully with no alarms; however during this stage of the procedure the patient complained about discomfort and pain; which lead to use reduce mode. Later on the surgeon deployed successfully the tds on the left ear; however the patient complained of discomfort and pain on the right ear. The procedure was rescheduled for the or. No further complications were reported.